Event description:
It was reported that during a laparoscopic appendectomy procedure, there was an incomplete staple line. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). Evaluation summary: the analysis results found that the device was returned in good visual conditions and with a reload loaded in the device. The reload was returned partially fired and was noted to have a wedge band bypass as the left side was fully fired and the right side was fired half way. The reload was disassembled to verify the condition of the spring reload lockout and was found normal. The device was tested for functionality with a test reload and fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process. Wedge band bypass.